Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nsyte autog bc catheter released before intended. The following information was provided by the initial reporter: I am looking for help facilitating a demo for IV insertion. It was brought to my attention that there is concern about the placement of IV's and not lasting through procedures and having to be restarted along with multiple attempts. Some of the things we have discussed is even though patients are able to drink up until 2 hours before their procedure/surgery they are stopping hours before (even the evening before), known difficult starts as reported by the patient, body habitus, drug use, age. In the past we have had catheter lots that were bad, leaving the team to attempt multiple times. In discussion with the nurses, they have shared that they feel there is some difficulty in advancing. Additional information received on may -02: the difficulties have been in advancing, catheter release with blood control failing, needle retracted on its own, and concern from provider that IV insertions failing resulting in restarts. We are paying close attention to the day-to-day issues, and this week has been good. Additional feedback shared as well, we will continue to monitor. (B)(6) 2025 was the date.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4310278 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.